Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower was stuck at securing hardware stage. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck at securing hardware and went offline in remote smart service. The field service engineer shut down both the helmer fridge and pyxis station, rebooted the helmer fridge first, and then powered on the pyxis. The fse restarted both machines, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.